Event description:
It was reported by service report that the scale was inaccurate and bed exit could not be set. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale module had malfunctioned.